Manufacturer narrative:
Concomitant medical products: 4068-52, lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient works in a cafeteria setting. The patient was cleaning a toaster with a wire brush and received shocks from implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.